Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2,000.0 mcg/ml of baclofen at 761.8 mcg/day via an implantable pump for intractable spasticity. The patient had been implanted with a new pump on (B)(6) 2018. As of (B)(6) 2018, the patient had been admitted to the intensive care unit (ICU) and it was indicated the patient came to the ICU because of a fever, and possible loss of tone. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, the pump was interrogated. There were no motor stalls to report or alarms that have sounded. It was reported the issue had been resolved at the time of the report. Other medications being taken at the time of the event, patient weight, and medical history were not available. The patient¿s status was provided as alive - no injury at the time of the report. No further complications were reported or anticipated.